Event description:
It was reported that the insulin pump displayed an incorrect fill estimate, with the discrepancy exceeding 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.